Event description:
During a fistulagram in the arm, the tip of the protege catheter dislodged and they could not remove it. The physician implanted another stent to pin up the tip.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.